Event description:
The customer reported fifteen (15) false positive results with the ID now covid-19 assay performed on multiple dates. This MFR. Report addresses date (B)(6) 2021 & lot 1033785 and is twelve (12) of twelve (12). The customer reported a false positive results with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasal swab (nerbe plus). Pcr confirmation testing details not provided no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1033785 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1033785 and test base part number 190-430 / lot 1033785. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1033785 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue as the logfiles were not provided for investigation. Review of complaints against the kit lots for the reported issue indicates product performance is as expected and have not identified a product deficiency. Reference MFR: 1221359-2021-03408 through 1221359-2021-03418